Manufacturer narrative:
An attempt to inflate the balloon from the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear on the balloon, approximately 5.5 mm from the balloon proximal tip. A review of the lhr (lot # f1328402) indicated that the mynx lot met all established performance criteria prior to shipment. Based on the info provided and the investigation performed, the root cause of the tear could not be conclusively determined. However, it was reported that pre-procedure femoral angiogram showed presence of pvd/ calcium in the vicinity of the access site. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx have not been established in pts with clinically significant peripheral vascular disease in the vicinity of the puncture site.

Event description:
It was reported by the aci sales professional that a pt underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained at the common femoral artery, common femoral head. Following the procedure, the technician who is in trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that during pull back towards the arteriotomy, the balloon ruptured. The device was removed and a second mynxgrip vascular closer device 6f/7f was deployed successfully. The pt was ambulated in two hours and discharged to home the same day with no clinical sequela noted.